Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with right ventricular oversensing. The cause was either due to a competitive lead noise or myopotentials. No intervention was reported. The patient was stable and monitored via remote monitoring with no new events.